Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with multiple components including a swg assembly, 2-l catheter, arrow raulerson syringe (ars), and introducer needle for analysis. No definite signs of use were observed on the components. Visual analysis revealed that the guide wire contained one slight kink on the distal j-bend. Microscopic examination of the guide wire confirmed the defect. Both welds appeared present and full and spherical. The kink on the distal j-bend of the guide wire measured 6mm from distal tip. The overall length of the guidewire measured 603mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guidewire measured 0.795mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The swg was advanced through the returned ars and 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states , "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a fi rm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. There was a kink located at the distal j-bend of the guide wire. The returned guide wire passed all relevant dimensional and functional requirements. A device history record review was performed , and no relevant findings were identified. Based on the condition of the guide wire returned, and the report that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was performing the procedure and found the guide wire bent and kinking at the j-tip. A new device was used to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the physician was performing the procedure and found the guide wire bent and kinking at the j-tip. A new device was used to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).